Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly as the 5f mynx control vascular closure device (vcd) was advanced through the unknown sheath, and resistance was experienced so the user retracted the delivery shaft slightly and tried to readvance it. However, resistance still present. In the end, the user removed the device. So, it could not be used on patient. The buttons were observed to have remained in the manufacturing position and the only part of the sealant remains in the product. It seems that the sealant was exposed during product collection. There was no reported patient injury. The type of procedure the mynx control vcd was used in was a coronary artery angiography (cag). The procedure used a retrograde approach. The deployer was mynx certified. There was no damage to the device noticed prior to opening the package. The device stored and prepped per the instructions for use. The device was stored in the cath lab for two weeks. There was no reported difficulty removing the product from the packaging. The sealant sleeves were not out of position. There were no damages noted to the sealant sleeves (cartridge assembly). The device was returned for analysis. A non-sterile 5f mynx control vascular closure device was returned for the investigation. Per visual analysis, button1, and button 2 were not depressed. The procedural sheath was not returned. The sealant sleeves were split open and crinkled. Two tiny fragments of the sealant were swollen and had been exposed to blood. The sealant was still in the manufacturing position. The syringe was not returned. Saline and contrast solution were observed in the inflation tubing. Per dimensional analysis, the catheter working length was found to be within specification. Per microscopic analysis, visual inspection under high magnification showed that the atraumatic wire was free of any damage/kink, the sealant sleeves were split open & crinkled, and tiny fragments of the sealant were exposed to blood and swollen. Since, the procedural sheath was not returned, a physical evaluation of any damages on it could not be made. Close inspection of the frame under high magnification shows that the saline was present underneath button 2, which may have affected the difficulty in deployment. Per functional analysis, the sealant fragments were removed from the device to perform a simulated deployment test. Button 1 could not be depressed, and resistance was felt. The handle was opened to examine the point of obstruction, and saline was found on the frame. The frame was washed with water, to remove the saline deposit and test the functionality of the device. The device was prepped with saline, balloon was inflated, lines were aligned in the tension indicator, button #1 was depressed with clock sign visible in the tension indicator, and button #2 was depressed to retract the balloon. After removing the saline deposit from the frame, the returned device performed as intended per the mynx instructions for use. A product history record (phr) review of lot f2101501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature/in patient¿ was not confirmed during analysis of the returned device. The exact cause of the event could not be conclusively be determined. Procedural factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot f2101501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As the 5f mynx control vascular closure device (vcd) was advanced through the unknown sheath, resistance was experienced so the user retracted the delivery shaft slightly and tried to readvance it. However, resistance still existed. In the end, the user removed the device. So, it could not be used on patient. The buttons were observed to have remained in the manufacturing position and the only part of the sealant remains in the product. It seems that the sealant was exposed during product collection. There was no reported patient injury. The type of procedure the mynx control vcd was used in was a coronary artery angiography (cag). The procedure used a retrograde approach. The deployer was mynx certified. There was no damage to the device noticed prior to opening the package. The device stored and prepped per the instructions for use. The device was stored in the cath lab for two weeks. There were no reported difficulty removing the product from the packaging. The sealant sleeves were not out of position. There were no damages noted to the sealant sleeves (cartridge assembly). The device will be returned for evaluation.